Event description:
It was reported that the patient had a pump refill and the drug concentration was changed from dilaudid 10 mg/ml to dilaudid 2 mg/ml. Telemetry strips indicate that no bridge bolus was programmed. The patient experienced symptoms of overdose including nausea and vomiting. The patient's pump was stopped and the patient's symptoms were treated with medications until they resolved. The patient recovered without sequela.